Event description:
The iab was removed from the pt due to a leak. The pump did not alarm until the blood backed into the pump. A blood clot in the balloon made removal difficulty. The pt was then reopened in order to remove the balloon. The actual event date was not reported.